Event description:
It was reported that far field r-wave (ffrw) oversensing , noise and oversensing was noted on the atrial channel on a monitored atrial tachycardia/ atrial fibrillation (af) episode. It was also reported that the right atrial (ra) lead exhibited a varying trend of impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtma1d1 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.